Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported that while performing ureteroscopy procedure on a patient using laser, the ncircle tipless stone extractor basket malfunctioned intraoperatively. The malfunction was described as the basket would not come out of the sheath. The physician used another ncircle tipless stone extractor basket, which also malfunctioned intraoperatively. The physician retrieved the baskets by using graspers. The physician completed the procedure by using an alternate ncircle tipless stone extractor device. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device. No additional information has been provided at this time.

Manufacturer narrative:
Investigation - evaluation: the following methods were used during the investigation: dimensional verification, functional test, review of complaint history, review of device history record, review of quality control, and visual inspection of the returned device. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There are no other reported complaints for this lot number. A visual examination noted the basket sheath had kinks at 49.5 cm and 60 cm from the distal tip. A functional test was performed and it was noted the unidex handle (udh) did not actuate the basket formation. The udh handle was disassembled. The basket formation could be manually actuated. Upon actuation of the basket formation to the open position, it was noted that only two wires from the basket formation were present. The remaining wires and knot appeared to missing and were not returned for investigation. Based on the information provided, the most likely root cause is that the device experienced resistance beyond its intended design. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.